Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to incorrect electrode placement and no connection with the device. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
The surgeon confirmed that the receiver/stimulator of the implanted device migrated towards the patient's pinna and the patient could not use the device due to the migration.